Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and low blood glucose level. The customer was having blood glucose level as low as 50 mg/dl and high as 500 mg/dl. Customer¿s current blood glucose is 151 mg/dl. Customer's blood glucose level was 320 mg/dl at the time of event. The customer did experienced the symptoms such as excessive thirst, feels ketones getting in she also gets weak. The customer treated for high blood glucose with the insulin pump. Troubleshooting was done for high as well as low blood glucose level. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high and low blood glucose. Based on customer report customer does not allege insulin pump was under delivering. The insulin pump will not be returned for analysis